Event description:
Medtronic received information from a journal article that six patients who had a transcatheter bioprosthetic aortic heart valve implanted required either implant of a second valve or surgical replacement of the device after implant due to structural valve failure or device migration. The information was obtained from an article that was based on a literature review of 70 articles addressing transcatheter heart valve failure that were published between (B)(6) 2002 and (B)(6) 2014. The article cited four cases of transcatheter bioprosthetic heart valves that exhibited structural valve failure and two cases of post-implant device embolization (migration). A third case of device migration cited in the article occurred prior to u.s. Device approval, and is separately reported due to the patient expiring following a valve-in-valve procedure.

Manufacturer narrative:
The reported clinical events in the article are known potential adverse events for bioprosthetic valves (surgical or transcatheter). Without device-identifying information, a review of device history manufacturing and sterilization records could not be performed. A mechanism of failure could not be determined due to the limited amount of information available.

Manufacturer narrative:
Medtronic¿s databases were reviewed in an attempt to determine if these complaints had previously been reported to medtronic, or if the explanted devices had been returned for analysis, based on the limited information available; there were no indications that the complaint information had previously been provided to medtronic or that the explanted devices had been returned for analysis. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.